Manufacturer narrative:
Concomitant medical products: atdr01 ipg implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was removed and will be replaced in the future. No further patient complications have been reported as a result of this event.